Event description:
It was reported that a vns patient died. No further information concerning the death was provided. Good faith attempts to obtain additional information have been unsuccessful to date.